Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-7841zn. Troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. Led light does not blink when connected to the sensor, but transmitter was not fully charged. The customer was advised to fully charge the transmitter. The customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. Cust has tried replacing the battery in the charger, but the led light does not blink. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. No harm requiring medical intervention was reported. No product return is required for mmt-7715. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.